Manufacturer narrative:
It was reported that the white plastic structure located at the tip of the device came displaced. The material did not fall in the cavity of the patient and the staples were fixed normally. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2016 and absorbable straps were used. After the first firing, the tip of the device, white part, was affected. Another like device was used to complete the procedure. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. This device was used in medical procedure. The provided device was activated manually and straps were delivered properly. No damages were found on internal instrument components.